Event description:
A talent thoracic stent graft was implanted in a pt for repair of another MFR's stent graft system that had been implanted approx one year ago. It was reported that there was distal aortic neck dilation resulting in a distal type I endoleak. The physician elected to perform a visceral debranching, to bypass the celiac and sma graft. This was completed to give more room to place the talent thoracic stent graft. The stent graft was implanted without any issue. The physician modeled the stent graft using a reliant balloon, however, there was a small distal type I endoleak (MFR#2953200-2009-01013). The physician attempted to wrap the aorta with umbilical tape, however, the type I endoleak did not resolve. The physician decided to remove the umbilical tape from the pt and upon removal, the physician nicked a hole in the aorta. The pt's blood pressure dropped and a reliant balloon was reinserted and inflated to regain blood pressure. The physician implanted a talent stent graft resolving the type I endoleak, however, the stent graft covered both renal arteries. The physician elected to perform bypass/debranching for both renal arteries. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes: results - (occlusion).